Event description:
A customer reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. The customer attempted to resolve the issue by changing either the cartridge only or the cartridge and infusion set. Ultimately, the customer continued to use the pump for insulin therapy.